Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during attempted implant, high impedance and no capture were observed. The lead was repositioned several times. The lead was not implanted.